Event description:
The healthcare provider reported that the patient experienced a lack of effect and no stimulation. The patient had a great therapeutic response to the device system until 2008. Thirdteen days later, it was found that the exterior portion of the lead was cracked. A new lead was placed in the same month. No patient injuries were reported.